Event description:
Facility alleges blood losst during dialysis. Occurred beginning of treatment. Ebl 7100cc. Treatment stopped then restarted with new dialyzer. No further medical intervention required.